Event description:
On 12/23/96, the facility nurse contacted a MFR nurse and reported that the physician would like to order a replacement device. The original device had been explanted on 12/16/96 due to infection; however, the pt is now on antibiotics and is eligible for implant in a few days. The facility nurse stated that the MFR's customer service dept requested a flow rate for the new device and the physician had asked her to find out the device reservoir size. The MFR nurse informed the facility nurse that the device reservoir volume is 50 ml and suggested that the physician may wish to have a device with the same flow rate as the device previously implanted. Facility nurse stated the replacement device would be implanted on 12/27/96. The MFR nurse then inquired if the physician would like a MFR representative present for the implant surgery and the facility nurse responded "no, he has done this a numver of times.:" the facility nurse stated that the physician does not wish to return the explanted device to the MFR and stated that the explant was not due to the device function. The facility nurse did not have info concerning the device serial number, implant date, pt info, etc available.